Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Device history records review was conducted. The report indicates that the: part no.: 389.024, lot no.: 1542016, manufacturing location: (B)(4). Release to warehouse date: 29-aug-2006. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the surgery for the lumber vertebral canal stenosis was performed by using the cfc system and expedium system. The fixed area was l3 ¿ l5. Although the surgeon was performing the rotation of the implant as instructed in the manual during inserting the cfc cage, the implant was detached from the implant holder in question. The surgeon removed the implant from the patient and tried to re-attach it to the implant holder in question. However, the surgeon could not hold the implant properly with using the implant holder in question. The surgery was completed with a 30-minute-delay, and there was no adverse consequence to the patient. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter name and facility contact number. Product development investigation was completed. The returned contact fusion cage holder was examined and the complaint condition could be confirmed since the clamps at the tip were damaged. The holder showed significant use during its eleven (11) years of lifespan. Because of the damages, the complaint relevant dimensions could not be checked to print specifications. The manufacturing document showed that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 1542016 was manufactured in august 2006 according to specifications. All devices were sold and no other quality issues associated with this article- and lot number were found. The measurable dimensions were well documented and all within the valid specifications. The used material was stainless steel 1.4301 as required. Based on these findings, it can be concluded that no manufacturing related issue caused this occurrence. Afterwards and without having the mentioned implant back, it was not possible to reproduce the complained issue. However, due the worn-out condition of the device, it can be assumed that the detaching of the implant was directly related to the damages at the tip. As per the leaflet ¿important information¿ end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: d10 e1: reporter country code e2, e3 g3 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.